Event description:
Rptr had dow corning & surgitek breast implants put in. After a few mos began getting yeast infections continually. Began getting colds & viruses more frequently. After a few yrs began major illnesses which drs could not diagnose. A little lupus, ms sojorns, fibromyalgia, arthritis type symptoms (some of each) now, rptr also has "mcss." "Multi-chemical-sensitivity syndrome" aching of joints, & insomnia to name a few.